Manufacturer narrative:
Since no product has been returned, extended investigation was performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision relion ultima meter was reviewed and the DHR showed the meter passed all tests prior to release. A tripped trend review was completed for the reported complaint. No further track and trend review was required due to the low number of complaints received during the past twelve months. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on the evening of (B)(6) 2017 she experienced symptoms described as "feeling bad, nauseated, and sick" and she was unable to test due to a battery icon appearing on the display of her adc blood glucose meter. Customer further reported that on (B)(6) 2017, her husband took her to a local hospital where she was treated with insulin. Customer stated she was "borderline ketoacidosis" and remained hospitalized for one week, where she underwent unspecified treatment. Customer was discharged from the hospital on (B)(6) 2017. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on the evening of (B)(6) 2017 she experienced symptoms described as "feeling bad, nauseated, and sick" and she was unable to test due to a battery icon appearing on the display of her adc blood glucose meter. Customer further reported that on (B)(6) 2017, her husband took her to a local hospital where she was treated with insulin. Customer stated she was "borderline ketoacidosis" and remained hospitalized for one week, where she underwent unspecified treatment. Customer was discharged from the hospital on (B)(6) 2017. There was no report of death or permanent impairment associated with this event.